Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. All previously reported conclusion codes have been updated/corrected.

Event description:
It was later reported that the patient experienced increased spasticity. The cause of the event was unknown. On 2015-(B)(6), the pump and catheter were replaced. No troubleshooting was performed, but the catheter was confirmed be in the space with cerebrospinal fluid (csf) flowing. Following the device removal, the patient recovered without sequela. As of 2015-03-26, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect. The patient required an increased dosing of baclofen within the past week. The healthcare provider (hcp) planned to do a dye study to ensure the catheter was patent. The device system was used to deliver baclofen. It was later reported that a catheter dye study was scheduled for (B)(6) 2014. The hcp had been progressively increasing the dose but the patient was not experiencing a significant decrease in his tone, so the hcp was suspecting that the catheter may not be patent.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.